Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange after hearing unknown beeps and panicking. The log files were reviewed and saw several different power cable disconnect alarms while connected to battery power on (B)(6) 2024. Motor function and a voltage reduction was not recorded during these events. The system was able to maintain speed until the driveline was disconnected at 20:08:48 on (B)(6) 2024. Poor connection between battery contacts and battery clip contacts could be the cause of these events. It was recommended they be inspected and cleaned. It was noted that a battery clip set that had slightly recessed pins was replaced as well as two batteries that had damage on the contact plating. The system controller the patient swapped to was also replaced due to a dim pump running symbol. No products were returned.

Manufacturer narrative:
A2 - patient age: corrected manufacturer's investigation conclusion: the reported event of the patient performing a controller exchange in response to ¿beeping¿ alarms was confirmed via the provided log file. The log file captured several atypical power cable disconnect alarms on (B)(6) 2024 which appeared to have been caused by the voltage within the black power cable briefly fluctuating below the alarm threshold. The alarms resolved when power was restored to the system, and the alarms did not prevent the system from operating as intended. The patient¿s driveline was disconnected on (B)(6) 2024 at 20:08:48 to perform the reported controller exchange, and no other notable events were observed. The system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received, and available information suggests that the controller remains in use. The root cause of the observed power cable disconnect alarms which prompted the patient to exchange their controller was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to appropriately respond to all alarms on the system controller. Users are instructed to connect their power cable to a working power source in the event of a power cable disconnect alarm. Review of the device history record for system controller, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. Users are instructed to connect their disconnected / faulty power cable to a working power source in the event of a power cable disconnect alarm. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.